Event description:
It was reported the implantable neurostimulator (ins) was removed and the leads were left in. Device was removed because patient could feel the stimulation "rev up" and caused pain in their legs, even when the stimulation was off. The patient described the pain as a shocking and burning sensation in their legs. The patient could not get a program to "stick." The stimulation would work well for a bit then the patient would get shocking and burning in their legs. Since the ins had been removed this had decreased. Patient stated everything was 'ok' with their system. Follow up from the health care provider reported the stimulator was explanted on (B)(6) 2012 and the symptoms resolved.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 7435, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # l77686, product type accessory; product ID 3487a, lot # l40328, product type lead. (B)(4).